Manufacturer narrative:
(B)(4) blade will not advance. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of facility report (B)(4). This is one of five medwatches being submitted as five devices were involved in this event. See also medwatch 2210968-2012-00555, 2210968-2012-00556, 2210968-2012-00558, and medwatch 2210968-2012-00559. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a robotic assisted laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade on the device would retract on its own when pressed against the tissue to morcellate. Another same like device was used. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.